Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ phantom limb pain. It was reported that the battery was dead. Patient was hospitalized and forgot to charge. The rep tried to jumpstart the battery however was not successful and ins would not charge. Surgical intervention planned. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that no date has been confirmed yet for replacement. Device will be returned for analysis. It was clarified that hospitalization was not related to the device/therapy.